Event description:
It was reported that during the implant procedure the patient coded, and in the process, the implanted product was contaminated. The physician explanted all product and closed the patient. The current status of the patient is unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating per physician the patient is now stable. The manufacture representative will not be receiving further updates regarding the status of the patient.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.